Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and verified the reported issue. The se replaced the graphic user interface (gui) printed circuit board (pcb) and backlight inverter printed circuit board (pcbs), which resolved the reported issue.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a ventilator display went blank. There was no report of patient involvement.